Manufacturer narrative:
Correction information: g6: follow up #1. H2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code). Additional information: h4: device manufacture date.

Event description:
Pentax medical was made aware of an event on (B)(6) 2021 that occurred in the united states. The customer reported "no video image" involving pentax medical video colonoscope model ec-2990li, serial number (B)(4). Three good faith effort attempts were performed with no additional information being provided. The customer owned endoscope was received by pentax medical for evaluation on 13-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint as there was a dark image and the light carrying bundle has less than 70% transmission. The technician also documented the following inspection findings: passed wet leak test, passed dry leak test. The device underwent repairs including the following components: bending rubber, distal end assy with tubes, light guide fiber bundle(lcb), o-rings and seals. Model ec-2990li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The endoscope is awaiting repair and approved by final qc as 06-aug-2021.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.